Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. Symptoms reported include vomiting, unable able to eat ,high heart rate, and bruising. The patient was placed on an intravenous therapy of fluids, insulin and potassium. The patient was released a couple of days later. The pod was removed at the hospital.